Manufacturer narrative:
It was reported that the hand brake cable assembly broke and the brakes no longer work. Customer "was using the walker and went to push down on the brake to lock in place and the handle would not work, it was loose. Handle will not lock in place." There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that the hand brake cable assembly broke and the brakes no longer work.